Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure, performed on (B)(6), 2012. According to the complainant, during the procedure, a clip was placed on the tissue however, the clip would not detach from the catheter. Reportedly, the clip was removed from the patient. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported event of clip failed to release from catheter. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure, performed on (B)(6) 2012. According to the complainant, during the procedure, a clip was placed on the tissue however, the clip would not detach from the catheter. Reportedly, the clip was removed from the patient. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. Additionally, a kink was present in the control wire and the sheath grip was detached from the over sheath. Approximately 8 inches of the distal end of the over sheath were missing. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.